Event description:
It was reported that, a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed